Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision is blurry and has been "on and off" for almost a year. He also stated that "things look smaller compared to the left eye" which was a pre-existing condition for which he believed the iol would correct. He also stated that his eye is "very red" which is due to blepharitis, a pre-existing condition. He currently uses eyedrops, scrubs, and warm compresses. He stated that his surgeon has referred him to a retinal specialist who advised him he needed a vitrectomy. The consumer reported he sought another surgeon for a second opinion. The consumer reported the findings from the second surgeon: ucva 20/25; there were no pupillary abnormalities; no anatomic abnormalities; and the iol is slightly decentered "but minimally so." The surgeon concluded that he does "not see anything that would likely lead to a progressive loss of vision." At the consumer's request, the implanting surgeon was not contacted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).